Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported t2scn was used for supracondylar fractures after tka. When the surgeon was drilling to the oblique hole, the drill hit the femoral component and broke. The tip of the drill bit remains in the patient.

Event description:
It was reported t2scn was used for supracondylar fractures after tka. When the surgeon was drilling to the oblique hole, the drill hit the femoral component and broke. The tip of the drill bit remains in the patient.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows severe damage with its major part of the flute broken apart and further having a broken tip. It was broken approx. 40 mm from the tip. The breakage surface shows a typical smooth surface of a forced brittle fracture. Plastic deformation along the breakage surface was not found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿avoid drilling into metal implants with bone drills. The implants could be critically weakened and break under load and the drill could be damaged.¿ based on investigation, the root cause was attributed to be user related. The appearance of breakage surface and cutting edges indicate towards an intense usage leading to a forced brittle fracture. There is also a possibility of weakening of drill¿s structural strength due to interaction with femoral component as indicated in the event description. If any further information is provided, the complaint report will be updated.